Event description:
It was reported during a surgical procedure to explant and replace the patient's lead on (B)(6) 2015 (reference MFR. Report#: 1627487-2015-23052), the physician also explanted and replaced the patient's ipg as diagnostic testing revealed invalid impedance readings. However, postoperative, diagnostic testing revealed normal impedance readings when tested with the replacement ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.